Event description:
Additional information received indicates the patient had their ipg explanted and replaced to address the issue. Therapy restored.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system.

Event description:
It was reported the patient is unable to connect to their ipg following an unrelated surgery where the ipg was placed in surgery mode. Troubleshooting reports do not show the ipg is in service app. The ipg is laying perpendicular to the surface of her body and unable to get the magnet close enough to open a pairing session. Surgical intervention may take place at a later date to address the issue.